Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the balloon burst. There was no pt consequence.

Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, a)cut b)torn; cam condition, ab)good; desufflation lever condition, ab)good; extension condition, ab)good; inner gasket condition, ab)good; outer gasket condition, ab)good; sleeve condition, ab)good and stopcock condition, a)open b)partially. Functional tests & results: balloon inflation test, ab)could not insuffla. Analysis conclusion: ab)based upon inquiry info received and visual examination: a)it was concluded that balloon had become cut in proximal portion, making instrument non functional. Instrument was received with a small slit in baloon, which was approximately 1/16" in length and 1/14" from attachment ring. No conclusion could be reached how balloon had become cut. B)it was concluded that balloon become had torn at distal tip, making instrument non functional. Instrument was received with a balloon torn on distal tip. Tear was approximately 3/4" in length. No conclusion could be reached how balloon had become torn. Note:it was originally reported that 1 instrument was being returned, but 2 instruments were received. Ab)each instrument is evaluated during assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.